Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment on an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unknown. The pt has a history of hypertension and an unknown heart valve procedure. An aortic cuff was implanted 8 months later to repair a type I endoleak. It was reported that the pt did well, but was seen in the emergency room in 2002. No evidence of endoleak was noted at that time, but abdominal exam demonstrated a pulsatile mass in the abdomen. In 2003, the pt presented to the hosp complaining of intermittent addominal ballooning with no abdominal pain. Abdominal exam demonstrated a pulsatile mass in the epigastrium approx 8-10 cm in diameter. The pt was admitted to the hosp and scheduled for angiography. While in the hosp the pt's hemoglobin levels decreased significantly and the pt died. An aneurysm rupture was suspected; however, no autopsy was performed.